Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Date of explantation: (B)(6) 2021. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 700cc and experienced capsular contracture baker grade iii on the right side post-operatively. As a result, the patient is scheduled for removal on (B)(6) 2021.

Manufacturer narrative:
On mar 12, 2024, additional information was received indicating the patient also experienced capsular contracture baker grade unknown on the left side. This report is for the right breast prosthesis. See manufacturer report number 1645337-2024-04156 for contralateral side. Manufacturer¿s reference number: (B)(4).